Manufacturer narrative:
H10: service technician was able to verify customer's reported problem and the root cause was traced to a defective membrane and it was creating the nonconformance.

Manufacturer narrative:
Vyaire file identification: (B)(4). Third party service technician evaluated the ventilator and was able to verify customer's reported problem "assist/control, simv button does not work" during testing and evaluation. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Performed control test, results were fail. Assist/control and simv/CPAP button does not display on direct message. Bench testing reveals membrane is creating the nonconformance. Replaced membrane with known good membrane, vent passed control test. Service technician replaced membrane. The unit passed calibrations, final test, ltv completion and doc review. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their ltv 1200 experienced a not working simv button. There was no patient involvement with this reported issue.